Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3. The device history record was unable to be reviewed for this device because it has been serviced multiple times over the last 15 years since its manufacture. A review of the previous service was performed and found no abnormalities that could have attributed to the failures in this complaint. Because of this, it is likely the issues reported in this complaint were not from the service of this device. A definitive root cause of the faulty power supply unit cannot be determined. There was no customer reported failure and the failures found at preventative maintenance are plausibly due to general wear and tear of the device. Olympus will continue to monitor field performance for this device.

Event description:
The gyrus, pk-sp generator was returned as part of the asset return process. During routine inspection of the device by olympus, the generator was not functioning as intended due to a faulty psu. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, the generator was not functioning as intended due to a faulty psu, and the display is dim due to a faulty vfd board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.